Event description:
A balloon developed a pin hole leak on the second inflation during a percutaneous transluminal angioplasty procedure. Another balloon catheter was used to successfully complete the procedure without pt complications. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization of use in a calcified lesion. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."